Event description:
It was reported that the insulation was missing from the tip of the device (bipolar forceps mcen54 120mm dessi). There was no reported patient impact.

Manufacturer narrative:
(B)(4). The device (bipolar forceps mcen54 120mm dessi) was returned for evaluation. Analysis confirmed that the insulation is missing from the tip. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues